Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device likely implanted or discarded by hospital.

Event description:
It was noted through a medical publication during a collateral material review that subdural hematoma occurred after the completion of a procedure involving the use of a transsphenoidal sellar implant. The study indicates 1 case of aseptic meningitis. No other information is known.